Event description:
Tube feeding pump set to deliver 1000 ml of enteral formula at a rate of 55 ml/hr. Within 4 hours, 700 ml of formula were infused into the pt. Event witnessed by rn supervisor and rn charge nurse. Pt sent to hosp for aspiration. One pt involved.